Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: option code was missing. No patient involvement.

Manufacturer narrative:
Investigation outcome: it was reported that the device lost all options/license keys. The attached device logs do not cover the events of dates earlier than 14.12.2024. It is unknown whether the device has been powered off for extended period of time. No patient inolvement. The options disappeared / options not found issue manifests during device boot-up, before therapy is initiated or a patient is connected. Therefore, it is immediately detected, even prior to all mandatorty tests that need to be executed before using the device on a patient. The issue can be resolved by standard user or service actions (e.g., rebooting, verifying license keys, or reloading config). Consequently, this malfunction is not classified as a critical failure or a reportable event under standard medical device regulations. Since it occurs right at boot up and the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care. Hamilton medical ag was informed that the issue was solved by re-entering option code. This case is considered as closed.